Event description:
We received a voluntary medwatch report from the FDA. The report was sent in from (B)(6) health ((B)(4)). The report is: when a (B)(6) year old male was at a critical time in the surgery the external pacemaker and cable failed to properly function. The patient's heart quickly distended and a hole was emergently made in the heart to decompress the heart in order to save the patient. Once a proper functioning cable and box were retrieved (2 boxes later), the hole that was emergently made needed to be fixed. (B)(6) health cannot provide the serial numbers of the external pacemakers that were used. (B)(6) health claimed that the devices were sent to their biomed group where they tested fine and were not returned to biotronik.

Manufacturer narrative:
Because serial numbers are unknown, we do not have a manufacture date. The re-inspection of the returned devices revealed severe damages caused by strong external forces, i.e. Drop damages, in all cases. Three devices showed signs of manual opening of the housing and attempts to self-repair were visible. Additionally, all returned devices had penetration of fluid (e.g. Water) into the device housing, which led to corrosion and extensive damage to the internal circuit board. In summary, all devices had been returned with severe damages. No specific failure mode was identified and there was no material or manufacturing issue related to the returned devices.